Manufacturer narrative:
H.6. Investigation summary: bd received 10 samples and 6 photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill however, the defect was not observed in the customer returned samples or the retention testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. D.1. Device available for eval: yes. D.1. Returned to manufacturer on: 27-sep-2023 .

Event description:
It was reported that during use with bd vacutainer® no additive (z) tubes the tube underfilled. There was no patient impact. The following information was provided by the initial reporter: it was reported by the customer that they are having underfill issue.

Event description:
It was reported that during use with bd vacutainer® no additive (z) tubes the tube underfilled. There was no patient impact. The following information was provided by the initial reporter: it was reported by the customer that they are having underfill issue.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.